Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside the clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. During troubleshooting fse disassembled the m cabinet and found that the np fuse 12 was fusing. Fse replaced the np fuse 12. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is unable to power on, stalling when the counter reaches 00:00. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.